Event description:
A report was received that the patient was experiencing bruising and swelling at the ipg site. A fluid discharge was noted at the site as well. It was also reported that the patients ipg had migrated.

Manufacturer narrative:
Explant date: (B)(6) 2020.

Event description:
A report was received that the patient was experiencing bruising and swelling at the ipg site. A fluid discharge was noted at the site as well. It was also reported that the patients ipg had migrated. Additional information was received that the patient had an infection and underwent an explant procedure. The explanted device was not returned. No further information could be obtained.